Event description:
The user facility reported that water was leaking from their endo smartcap tubing. No report of injury or procedure delay.

Manufacturer narrative:
The device subject of the reported event has been returned to steris for evaluation. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
Steris has made multiple attempts to contact the user facility to return the device subject of the reported event for evaluation; however, the device has not been returned. Without the returned device, a cause of the reported event cannot be determined. The device history record was reviewed and confirmed this device was manufactured to specifications; no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure water was leaking from their endo smartcap tubing. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
In the previous follow-up report, "combination product" was inadvertently selected in error by the report submitter. The device subject of the reported event is not a combination product. The instructions for use states, "drop the weighted tube into the sterile water bottle and firmly tighten the bottle cap to ensure a secure seal. Connect the backflow valve of endo smartcap tube to the co2 insufflator or co2 source tubing. Connect the distal tip of endo smartcap tubing to the gi endoscope with a firm pushing motion. Turn on the co2 insufflator. Prime the channel and test for air and water prior to insertion of gi endoscope. If the water pressure is low, ensure that the water bottle is tightly closed."